Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during dwell 3 of 4. The technical service representative (tsr) explained the alarm. The home patient (hp) did not disconnect, there were no unused lines open, no leaks, and they cycled the power. System error 2367 occurred. The tsr assisted the hp to retrieve the cassette. The tsr advised to let the registered nurse (rn) know about the alarm. There was patient involvement but there was no injury or medical intervention. Product surveillance contacted the hp on (B)(6) 2011 regarding the alarm. The home patient (hp) stated that the issue was resolved; however, the cause of the alarm remained unknown. Per hp, they did not receive any injury or medical intervention as a result of this incident. The hp stated that they had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed; the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).